Manufacturer narrative:
Additional information regarding the evaluation and repair of the device has been requested. When additional information is received, a follow up report will be submitted. Device not available for evaluation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer fse, evaluated the unit and found that a safety disk with a different serial number was installed and operated, but the same alarm did not occur, so it was caused by a malfunction of the safety disk. The replacement time and replacement period of the problematic safety disk had both exceeded, so replacement was proposed. The hospital decided to dispose of it without repair, and decided to purchase cardiosave.

Event description:
N/a

Event description:
N/a

Event description:
It was reported that during use, cs100 intra-aortic balloon pump (iabp) leak in the iab circuit and gas loss alarm occurred and there was a problem with replacing it with another iabp device. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.